Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without patient-specific clinical information/documentation, further assessment of the reported pod#5 onset of paralysis of the common peroneal nerve could not be performed. The root cause beyond those reported in the article could not be confirmed or concluded; however, it was reported that ¿at 1-year follow-up, there was no obvious improvement in symptoms. The flexion and extension of knee joint was 70°/-10°¿. The reported patient impact was the persistent common peroneal nerve paralysis and limited rom. The current patient status is unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection, procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Literature case "unilateral total knee arthroplasty: comparison among subcutaneous drainage, articular cavity drainage, and no drainage". Authors: fang rui, et al. In this study there were 101 patients bearing genesis ii implants. It was reported that in the articular cavity drainage group, a patient developed the paralysis of common peroneal nerve at day 5 after total knee arthroplasty. At 1-year follow-up, there was no obvious improvement in symptoms. The flexion and extension of knee joint was 70°/-10°.